Event description:
It was reported that guidewire detachment occurred. A fathom? -14 guidewire was selected for used. During the procedure, a fathom wire sheared off inside the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2025 as the exact event date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.